Event description:
A ds2adv device was returned to a third-party service center. During the evaluation of the device was visually inspected and there was no mention of visual findings to the external part of the device. During the evaluation no secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was one error code found. Pca with electrical damage was found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.